Event description:
It was reported that during a da vinci si prostatectomy procedure a maryland bipolar forceps instrument didn't work after being inserted into arm. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Manual input of disc knobs exhibited the forceps were still able to open, close, and rotate properly without issues. The instrument was also placed on a standard system. Recognition and engagement passed on multiple attempts. The instrument moved intuitively with a full range of motion in all directions. Electrical continuity testing was performed and passed. Additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material missing ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.